Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed. It was reported that the position of instruments was 2-3 millimeters to the left of the vertebral body. A bone model was used to check the precision. It was noted that the bone was under the surface on the right sided lamina and that the bone was on the surface of the left sided lamina. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.